Event description:
It was reported that during a percutaneous coronary intervention (pci) stenting treatment procedure slow flow and stent damage post deployment occurred. The lesion being treated was located in the distal left main stem artery. Upon deploying the 3.5x20mm promus element stent into the distal left main artery across a "substantial" circumflex artery (cx), the flow to the cx was minimized. Therefore, numerous attempts were made to cross the stent architecture to wire and open the cx. In doing so, the unspecified guide catheter damaged the proximal end of the deployed promus element stent. Further post dilation was carried out and the procedure was completed. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).